Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15878487 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 15878487 was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed. A field service engineer (fse) initially replaced the latch inseparable printed circuit board assembly (pcba) and performed inspection; however, the solenoid continued to engage on power-up. Further troubleshooting led to the replacement of the position pcba, retractor band, drawer pcba, and main pcba. Additionally, storage spaces 3.1 and 3.2 were re-added in the application. The customer successfully recovered and tested both storage spaces, and the "failed hardware" icon was no longer present. The system functioned as intended after the field service engineer repaired the device.